Event description:
It was reported that the user received an unable to proceed alert during a supply change, completed a dry run to (B)(4) units, then applied new supplies and successfully resumed insulin on the ilet; glucose was high reported at 401 mg/dl prior to the successful supply change, and replacement supplies were shipped with education provided. Symptoms included fatigue, and sleepiness. Consistent with hyperglycemia. Outcomes included a missed dose without hospitalization. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed issues consistent with a complete blockage and a communications problem, with the tube identified as a related component; usage problems were identified, and no intrinsic device problem was found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error, with component failure also considered.

Manufacturer narrative:
Initial.